Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the 3rd device.

Event description:
In this event a customer reported that he opened 3 new and different blister of eddy and noticed, that each of them is to short approximately 1 mm. This can result in a poor root canal treatment.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.